Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a rhythm in the ventricular tachycardia (vt) 1 zone and received 4 shocks. Technical services (ts) reviewed and noted this ICD inhibited therapy appropriately but reached 8 out of 10 uncorrelated beats and ultimately 4 shocks were delivered, which are considered inappropriate. The rhythm slowed below the rate cut off in which the uncorrelated rhythmmatch percentages lead to the shocks. Ts discussed to consider lowering the rhythmmatch percentage or raising the rate cut off. This ICD remains in service. No adverse patient effects were reported.